Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H8 usage of device was missing on manufacturer device report 1220648-2024-17733.

Event description:
The us complainant had placed a cp to support a patient admitted in with a st elevated myocardial infarction and escalated from the intra-aortic balloon pump. The pump was placed femorally and allowed for percutaneous coronary intervention. The groin site developed a hematoma that prompted perclose to be adjusted, pressure held. The pump was explanted after over seven hours. There was a harm at the coronary intervention that prompted pericardiocentesis and one unit of blood. The blood was not noted to be for the access site harm. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿